Event description:
The nurse reported system messages displayed and the system locked out during the procedure because of bss leaking into the system. The cassette was reused. The cassette is a single use device. The surgeon completed the case manually. Three cases were postponed. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed system messages were recorded in the event log. Bss was observed in the system. The pcb, pressure manifold, and receiver mechanism were replaced and sent for in-house testing. The system was then tested and met all product specifications. The cassette was reused. The cassette is a single use device. The operator's manual cautions against reuse of a single use device. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available.